Event description:
The reporter indicated that the pacing lead impedance would read very low, from 270 to 290 ohms after the leads were connected to the device. The r-waves also measured low, 3 mv, as opposed to the 12 mv measured via the pace analyzer. After disconnecting and reconnecting, the r-waves measured 9.0 mv but the lead impedance continued to read around 300 ohms. The leads were disconnected and connected to the analyzer again and it verified a 12 mv r-wave and a 450 lead impedance. Reconnecting to the device measured a 9 mv r-wave, but the lead impedance continued to read 290 ohms. Co measured pacing thresholds which were excellent. The lead and device was implanted.